Event description:
I have cohesive gel, high profile, mentor implants. 450cc, gummy bears. Lot # for the left: 6852341, lot # for the right : 6848793. I got my implants put in (B)(6) 2015. Almost immediately my body was telling me these are not good. I was in pain. My surgeon let it pass and said give me more time to heal. Of course that made sense and I trusted him, so I waited. I loved them, even though they were rock hard, I was happy. I could never properly breathe, and when I lay flat, my heart palpitates and my breaths became short. I was willing to live with that since I just paid (B)(6) for them. A few months later, around (B)(6) I started getting debilitating fatigue that made me feel down. A grey shade would come over my eyesight, especially when I was under sunlight. I tried natural supplements from health stores. Nothing worked. It was hard, but I kept working and taking care of my 4 year old. I noticed that I never wanted to go out anymore with friends or look forward to anything. I love life so much and I love friends. Not one weekend goes by when I don't have sa blast with them. Until this happened. About a month later, I woke up one day feeling a "drunk" or hangover" feeling. It's hard to explain, but it's way worse when I'm under sunlight, or fluorescent lights. I can't watch tv anymore, barely look at computers, at home or at work. My vision is blurry and uncomfortable. I can barely type this and I'm, probably making a lot of grammatical errors. I have a constant haze, and I may add that this feeling has not subsided since (B)(6). It is now (B)(6). I've almost had to quit my job, and I've had to be taken off driving my clients at work, which has killed me. I am now experiencing issues with my g.I. Tract. Unable to pass gas, or use the washroom on my own. These two problems take up my whole day. I can barely watch my son and had to give him to his father full time. I have been to many specialists but can't seem to fix me. I even have a neurologist. I never have taken any long-term medications, I never get sick and I eat healthy. All of my blood work has come back normal, as well as c.t. Scan, hearing and balance tests and eye test. I even got tested for lyme disease, as I share so much similar symptoms that I have read online.. But I live in the city and never been bitten. I also tested negative for that. I just want my life back. This all happened around the time I got my implants. I basically paid (B)(6) to be sick and put my life on hold. I will be explanting in (B)(6) just a little over a year of having them.